Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch and an unlocked keypad connector. The insulin pump had a cracked display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the up and down arrow buttons and the act button does not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 133 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.